Event description:
Reporter indicated that the vns had caused her to have several bouts of pneumonia requiring hospitalization. The vns was disabled in 2009. The reporter is seeking explant of her vns. Attempts to the reporter's attending physician for further info has been unsuccessful to date.